Manufacturer narrative:
Submit date: (B)(6) 2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a feeding tube. The customer states that the tube ruptured and the weighted tip fell into the cavity of the patient.

Manufacturer narrative:
Submit date: 05/31/2016. The device history record (DHR) file was reviewed indicating that product was released meeting all quality standard requirements. There were no non-conforming issues reported during the manufacture of this product for a similar condition as reported in this complaint. Because a sample was not provided the sample evaluation could not be conducted and the issue reported by the customer could not be confirmed and a root cause could not be identified for this incident, however due to previous evaluations and samples reported with a similar condition the potential root cause could be lack of solvent used during the bonding process. Since this is a manual operation the condition could occur if there is a lack of solvent between the tip connector to the bolus tip and the hollow rod connector. The production personnel were notified about the issue and an acceptable quality level for sub assembly inspection was increased from normal to tighten in functional inspection, to increase the confidence. A quality alert was posted in the line to reinforce the manual assembly and to heighten awareness by the operators about the most critical sections that must be covered with enough solvent. If additional information is received warranting further analysis, the investigation will be resumed. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. One decontaminated sample was received for evaluation. After performing visual inspection; the condition reported not confirmed. Corrective actions are not applicable at this time. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.